Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See scanned page.

Event description:
Customer's wife reports that customer discontinued insulin pump therapy due to insulin pump not turning on. Insulin pump serial number could not be provided due to caller and customer not being at the same location. Helpline agent states that customer would need to call for further assistance. No further information provided.